Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. However, insulin pump received with slightly loose drive support disk. Insulin pump received with cracked case at display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked lcd display window, cracked battery tube threads and minor scratches on display window.

Event description:
It was reported that the customer's had a motor error alarm from the insulin pump while filling the tube. The patient's blood glucose was 98 mg/dl. Troubleshooting was performed. Assisted the customer with clearing the alarm. Advised the customer to disconnect from the pump. Advised the customer insulin pump will be replaced. The insulin pump was replaced. The customer stated that she was currently in the hospital but due to non diabetes problems. It is for a liver problem. No further information was added.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.